Event description:
The healthcare professional (hcp) reported that during a myringotomy treatment on an infant, the arm of the microscope dropped suddenly downwards. The surgeon was able to deflect the opmi head away from the patient on the way down, why it did not make contact with the patient. The treatment could be completed.

Manufacturer narrative:
A zeiss field service engineer (fse) performed an on-site inspection and found that the u-shaped bracket, that secures one end of the tilting scope arm's pneumatic spring, was bent outwards on both sides to the extent that the spring was no longer engaged. Without an engaged pneumatic spring, the s100 tilting arm and attached microscope head will drop downwards under the force of gravity. The microscope has been in service for more than 15 years without a similar problem. The exact cause of the bending of the u-shaped bracket is unknown as the customer declined to return the defective tilting arm back to the manufacturer for further investigation. The manufacturer's evaluation concluded that the system is designed so that there are no lateral forces that would contribute to the observed bending of the bracket. It is probable that the bracket was tampered with because, by design, it is not subject to lateral forces. The manufacturer's conclusion is that normal maintenance and repair following zeiss procedures could not lead to the observed bracket bending. The user manual (g-30-1385-en, issue 5.0, printed on 14.05.2001, page 7) advises that modifications and repairs may only be performed by zeiss or by other authorized persons. It states also that zeiss does not accept any liability for damage caused by unauthorized persons.